Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-53 lead implanted: 2004-(B)(6). (B)(4).

Event description:
It was reported that the patient came into the office with a heart rate at approximately 30 beats per minutes and complete heart block. The device was noted to have had a power on reset, was also noted to be at elective replacement indicator, and did not have telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.